Event description:
From the crew: This afternoon while on a call we had an issue with 218's monitor. We exited the ambulance and made patient contact. I then set the monitor down and began trying to turn it on. It would not turn on when I pressed the power button. I attempted this multiple times but every time I pressed the power button the wrench icon in the top right corner of the monitor would flash red.